Manufacturer narrative:
The events of low intraocular pressure and choroidal effusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device history review: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in lot number 61485, and there was no nonconformance for this unit or for this lot of product. The records show that the implant passed all specifications and was an accepted unit with no non-conformance. Device labeling: warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Physician reported, "patient developed post operative hypotony with choroidal effusion requiring return to theatre for intracameral injection of haelon gv for treatment of hypotony. Patient had xen stent insertion for treatment of normal tension glaucoma. Patient returned to theatre for ac filling with haelon gv to increase iop. They had brief periods of elevated iop which required burping of viscoelastic through sideport wound and treatment with topical and oral iop lowering medication. Choroidal effusion resolved completed with elevation of iop. After injection, choroidal effusion had resolved. Patient was seen in clinic with working xen stent and hypotony had resolved " affected location is the left side.